Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 189 mg/dl. The customer stated that she took a manual injection. The customer stated that it was very humid and it could have led to the high blood glucose. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.